Event description:
This ra lead was implanted on (B)(6) 2001. A call to technical services on 6/18/2012 states that they checked device on (B)(6). Patient had atrial output at 5v @ 2 msec. Atrial threshold was 1.8v @ .5 msec at that time. Device was reprogramed to 3v @ .8 msec. Patient called this morning with complaint of not feeling well. Patient brought back to pacer clinic where loss of atrial capture was found. Atrial output increased again to 5v @ 2 msec by clinic. Caller will investigate the strips from the follow up to determine if atrial capture is intermittent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).